Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached end of life status. As it was thought this was an extended longevity device, there was concern that the battery depleted more rapidly than expected. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.